Event description:
Customer reported, the collimator iris would not open and the system displayed a collimator iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator iris calibration. System operates as intended.